Event description:
It was reported the programmer will not work with the antenna. The patient was unable to make adjustments with the antenna attached. It was further reported that the patient got a replacement programmer, but it didn¿t work with the antenna attached. The antenna didn't work with the replacement programmer. Six days later the patient reported they were returning the patient programmer that was sent to them and keeping their old one. The new programmer didn¿t work with either antenna. The device was not returned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. Product ID 3889-28, lot# va0tcz7, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015. The patient also was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative.